Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop was confirmed and reproduced during the evaluation of (B)(6). The device was returned with the pump cable cut approximately 17¿ from the housing and the severed portion was not returned. The sealed outflow graft was secured to the pump cover. Examination of the pump blood-contacting surfaces found acute depositions of clotted blood in the inflow cannula, pump cover, and outflow graft. Visual inspection of the pump rotor and rotor well found no evidence of damage or defect. Electrical continuity testing of the pump cable did not reveal and discontinuities or shorts. Visual inspection of the pump cable wires found no evidence of damage or defect. After cleaning, the pump was reassembled and connected to a test inline connector for functional testing and log file retrieval. Upon connecting the pump to a test system controller, the system showed the same elevated power observed at the hospital and the pump did not start. Review of the log file data from the test controller noted that the pump current increased to 4.0a when the driveline was connected, which was the same behavior observed in the submitted log files and appeared consistent with an electrical short within the pump. The pump was sterilized and sent to the abbott zurich facility for further evaluation. The investigation confirmed two adjacent, damaged capacitors associated with the power net that supplies the motor current phases. One capacitor was noted to be heavily damaged and carbonized. The other capacitor showed an internal short-circuit. As there was no atypical event in the submitted system controller log file prior to the onset of the reported event, the motor analysis indicated that the internal structure of one capacitor became suddenly shorted and damaged. The thermal stress of this capacitor most likely caused damage to the second capacitor, leading to the internal short circuit. Removing the damaged capacitors resolved the short and the motor was able to levitate and rotate the rotor again. The lvad log file was also able to be downloaded but no atypical events were captured. The last entry in the log file was 4 minutes prior to the onset of the pump stop. The evaluation was unable to determine the root cause of the capacitor failure. Additionally, during investigation of the returned device there was an incidental finding of an outflow graft obstruction. The evaluation found a longitudinal crease in the outflow graft, adjacent to the graft attachment hardware. The normal tissue ingrowth on the exterior of the crease appeared to have be partially disrupted during explantation. However, the majority of the crease had been filled in with tissue, indicating that at least part of the crease had been present for an undetermined period of time during support. This crease would not have contributed to the reported event but is being documented for tracking purposes. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C contains information on all system controller alarms and how to resolve them. The surgical procedures section of hm3 IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The alarms and troubleshooting section of hm3 lvas patient handbook rev. C provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2022-00386, 2916596-2022-00387, 2916596-2022-01407, and 2916596-2022-01411.

Manufacturer narrative:
Multiple attempts to obtain the patient's weight and initials were made; however no information was provided. Related MFR# 2916596-2022-00387 reports the system controller exchange performed by the vad coordinator at the hospital. (Hsc-105961) related MFR # 2916596-2022-00386 reports the at home system controller exchange performed by the patient. (Hsc 007908) no additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00386 and 2916596-2022-00387 it was reported that the patient called their ventricular assist device (vad) coordinator stating that they had low flow alarms followed by a total loss of power, lights, and sounds on their system controller. The patient had been on battery power at the time of the event and was instructed to change out their system controller. This controller exchange did not resolve the issue, so the patient presented to the emergency room where their pump was found to still be off and without power. Upon this admission, their vad coordinator attempted to restart the pump, with no resolution. The patient was then given a new modular cable and system controller, which resulted in a power rise to 20 watts with no readings of flow or speed. The system controller stopped working shortly after this exchange, due to the extreme rise in power, and did not respond to any buttons being pushed. The power module failed as well and displayed a red battery advisory. Technical services reviewed the log files and it appeared there was an issue found downstream of the redundant power lines in the driveline and both power line fuses, a and b, opened at the same time. This issue was indicative of an issue with the pump. The patient was tolerant to the pump being off, but was quickly brought into the operating room for a pump exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.